Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ICD replacement due to eri, low ventricular detection was observed. The pace/sense portion of the lead was capped and replaced. Defib portion of the lead remains active. There were no adverse consequences for the patient.